Manufacturer narrative:
The customer reports that both the hard drives on the cns (central monitoring system) failed. This cns is a low use area but was monitor a patient when it failed. No patient harm was reported when issue occurred. Issue was resolved by moving patients to another cns. Biomed attempted to replace port 0's hard drive due to corruption reported in the intel storage manager which caused both hard drives to fail and the cns to not boot. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Tested and complete all steps in the maintenance check sheet per service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that both the hard drives on the cns (central monitoring system) failed. Biomed wants both hard drives replaced and the cns re-imaged.

Manufacturer narrative:
Manufacturer narrative: the customer reports that both the hard drives on the cns (central monitoring system) failed. This cns is a low use area but was monitor a patient when it failed. No patient harm was reported when issue occurred. Issue was resolved by moving patients to another cns. Biomed attempted to replace port 0's hard drive due to corruption reported in the intel storage manager which caused both hard drives to fail and the cns to not boot. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Tested and complete all steps in the maintenance check sheet per service manual. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.